Event description:
The sheath was defective. The following was rpt'd to datascope on 10/10/97: it was not possible to pass the guidewire through the dilator and sheath/hemostasis valve assembly. The sheath was defective. Event complications: unk - rpt'd 9/18/97; none - rpt'd 10/10/97. Pt current status: unk - rpt'd 9/18 & 10/10/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation: the blue introducer dilator was returned for evaluation. Visual inspection revealed no defect with the dilator tip. The original guidewire used with the dilator was not returned. It was possible to pass a laboratory .030" and .032" guidewire through the dilator without difficulty. Probable cause of difficulty: no defect was found in the introducer dilator. Having the opportunity to have examined the original datascope guidewire used with the dilator may have aided in the evluation. Although conjectural, it is possible the user may have not used another mfg wire which was too large for the dilator.